Event description:
The account alleged when pushing the inside functions, the knee and head will go up at the same time.

Manufacturer narrative:
The account disconnected the auto contour and found the head section would no longer work. The account replaced the control box to repair the bed.